Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. No motor error alarm noted. Motor passed motor test. Unit functioned properly. Unit received with scratched lcd window and broken reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 42 mg/dl, which was treated with a glucose tablet. The customer did not recall any significant events leading up to the error alarm. The customer stated that he was able to rewind the device. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.